Event description:
Information received indicates the head end casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician found the head end rocker link was broken. The technician replaced the rocker link to repair the stretcher.